Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. The patient was treated with an injection of vitamin k based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.